Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: the insertion device with the attached anchor and suture construct was received for evaluation. The anchor was bent and cracked. The anchor was pulled off and the tines were checked and no obvious damage was found. The patient¿s bone quality was reported as normal and both a drill and tap were reported as site prep. Although the information provided states that the anchor was inserted at a correct angle, the condition of the returned anchor and the placement of the break is contradictory and is indicative of an off-axis insertion and contact with a harder than expected bone surface. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. The instructions for use states: ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, use a two-finger ao technique on the insertion device to rotate the anchor clockwise into the site. Continue rotating the anchor until desired placement is achieved by visual inspection¿ and ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the awl-dilator to better prepare the bone for the anchor.¿ (B)(4).

Event description:
During a shoulder repair utilizing the twinfix ultra ha 4.5 w/2 ub blue & blk, it was reported that the screw was bent during the procedure. A drill and tapper were used and the screw was inserted at correct angle. The bent device was removed. Reportedly, nothing broke in the patient. A new device was placed in a different site, leaving the initial site empty. The patient¿s bone quality was normal. There were no reports of patient injuries or complications.